Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged display. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged display was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the display was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.